Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins was bothering them and something was going on and they wanted it out. Their current ins stopped working. The device could kind of turn on but didn't charge correctly. The patient turned the ins all the way up, it would shut down, and they then couldn't turn it on or do anything. They ran the stimulation on high because they had a bad back and pain over the years. They were given a lot of drugs because their pain was at a 10 and their therapy never stopped the pain. The patient was still in pain everyday but sucked it up. The patient also reported jolting- they were used to the stimulation being high but not as high as they felt it. It would jolt the patient and they would become agitated. The device shorted out in their back, leg, kidney, neck and everywhere else. The ins was burning their hip and leg and they think they were getting sick due to this. They didn't feel well. The ins area was bruised and they thought it was leaking battery acid into their blood and noted it was burning. The patient mentioned turning and barely twiddling their back and it threw them back like it was on high. No further complications reported.